Manufacturer narrative:
A supplemental report is being submitted for device evaluation product event summary: the controller was returned for evaluation. The driveline extension cable was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned controller in relation to the reported event. Failure analysis revealed bent pins within power port one of the controller. The damage did not allow a power source to be connected to connect to the controller properly. This is an additional observation not related to the reported event. The most likely root cause of the observed bent pins within the power port can be attributed to a misalignment between the power port and a power source output connector. CAPA: pr00384004 was opened to investigate bent / damaged pins with controller 2.0. Functional testing revealed that the controller was unable to communicate with external batteries. Internal inspection of the controller revealed a damaged diode on the communication line. Additionally, it was observed that the integrated circuit responsible for the communication between the controller and batteries was damaged. As a result, the controller was unable to determine the capacity of a connected battery and resulted in the inability to illuminate the battery status led's on the controller display. The controller can still accept power from a power source. Additionally, the controller log files could not be downloaded from the controller. After the defective components were replaced, the controller was able to determinate the capacity indicator led lights on the controller front panel worked as indented and controller log files were able to be downloaded from controller. Analysis of the alarm log files did not reveal any vad disconnect alarms within the analyzed period. Analysis of the event log file revealed multiple controller power up events were logged with an incorrect date / time stamp. The data point prior to the first loss of power revealed that a battery was connected to power port one with 23% relative state of charge (rsoc) and another battery was connected to power port two with 24% rsoc. The information related to the data points after the first loss of power are unable to be determined due to the inability communicate with the batteries and the incorrect date / time stamp as a result of the damaged components. As a result, the reported display error was confirmed; however, the reported ¿vad disconnect¿ alarm event could not be confirmed. Of note, it was reported that the driveline extension cable had not been removed after implant and was still connected to the controller while the patient was in the intensive care unit. As per the instructions for use, the driveline extension cable should only be used during the pre-implant wet test. It should not be connected when the vad is running. Based on the available information, a possible root cause of the losses of power can be attributed to a disconnection of both power sources and / or to an intermittent disconnection on one or both power sources. The most likely root cause of the reported display error and observed incorrect date/time stamps can be attributed to the damaged diode and integrated circuit on the communication line likely due to a voltage spike on the communication pin of the connector. CAPA: pr00465502 was opened to investigate this issue. Product event summary: d4: con403434; d10: yes, return date: 2020- apr-27; h3: yes; h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3233 h6: FDA conclusion code(s): 4315, 4307, 19. Investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional information was received regarding the recall number. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional information was received regarding the recall number. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac trans plantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: heartware ventricular assist system controller 2.0 . Model #:1420-controller/ catalog #:1420-controller/ expiration date:31-oct-2019/ serial #: (B)(4). UDI #: (B)(4). Device evaluated: no, device evaluation anticipated, but not yet begun. Mfg date: 01-oct-2018. Labeled for single use: no. Patient code(s): (B)(4). Device code(s): (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that five days post implant, the controller exhibited a connect driveline alarm and a pump stop occurred. The controller also did not display the charge rate of a battery that was properly connected. It was noted that the driveline extension cable had not been removed after implant and was still connected to the controller while the patient was in the intensive care unit (ICU). The driveline extension cable was disconnected. The controller was exchanged, and the extension cable was no longer used. No patient complications have been reported as a result of this event.